Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was returned in good visual condition. In addition, one bag with one malformed clip was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed and formed two conforming clips and one clip with gap as the clip snapped towards the tissue stop. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 11/24/2015. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: can you clarify the damage that was done to the tissue? Unknown. How was the tissue repaired? Unknown. Was there any other patient consequences as a result of the tissue damage? Account states that it is too early to tell. What is the current patient status? Account states that it is too early to tell.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, information left on packaging says "kept misfiring." They state that despite correct application that clips kept crossing and pulled off tissue causing damage to tissue. It is unknown how the case was completed. There were no patient consequences reported.